Event description:
Dealer advised chair is pulling to the right. Dealer advised just replaced batteries on the chair

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.